Event description:
It was reported that the patient was experiencing inadequate stimulation and the patients spinal cord stimulator (scs) lead had high impedance. The patient underwent a procedure wherein the implantable pulse generator (ipg) and the lead were replaced. The patient was doing well postoperatively and the explanted devices will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 21316496. UDI: (B)(4).